Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl, a medically induced coma, and a high level of ketones identified as dangerous by healthcare provider (hcp). Reportedly, per hcp, the pump was not delivering insulin as intended as no insulin was observed to be flowing from the pump. Tandem technical support was unable to confirm this however; as the customer did not have the pump available for troubleshooting. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2018 with the issue resolved and no permanent damage.